Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental disorder ("psychological or psychiatric problems"), migraine ("migraines /headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). On an unknown date, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vulvovaginal pain ("vaginal pain") and back pain ("lower back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, weight decreased, alopecia and back pain was resolving and the hormone level abnormal, cystitis, urinary tract infection, vaginal infection, mental disorder, migraine, nausea, dyspareunia, vaginal discharge, fatigue and vulvovaginal pain outcome was unknown. The reporter considered alopecia, back pain, cystitis, dyspareunia, fatigue, hormone level abnormal, mental disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs received : previously reported event "injury" updated to "hormonal changes", events- "bladder infection, urinary tract infection, vaginal infection, psychological or psychiatric problems, migraines /headaches, nausea, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight loss, hair loss, vaginal pain, pelvic pain, lower back pain", reporter, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.